Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to pvcs was observed via merlin.net transmission. Review of the episode showed that the near-field channel determined vt while the far-field channel appeared to determine that same interval as sinus. The device was reprogrammed successfully and remains implanted.

Event description:
New information received notes that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended and will be performed at patients next visit.